Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number 10206626. The issue described concernent set of dilators component which include three size of dilator with references: ch06 (size incriminated in the complaint): yd140670 lot 9865202 (manufactured in august 2024) ch08: yd140870 lot 9830525 (manufactured in august 2024) & 9865204 (manufactured in july 2024) ch10: yd141070 lot 9834973 (manufactured in july 2024). Checking the quality database, revealed one non-conformity: "yd14xx70 passage du mandrin de contrôle de 1.00mm non conforme"" opened on june 2024 related to the described defect. This defect was due to a manufacturing issue and all actions have been implemented since january 2025. A rmf evaluation was performed based on criq266, risk identified 11207 (hazardous situation: dilator cannot glide over the guidewire (or with difficulty)).the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/used. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information in (B)(6) 2025, a 0.038 guidewire failed to pass the guidewire through the dilator.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information in (B)(6) 2025, a 0.038 guidewire failed to pass the guidewire through the dilator.